Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator had a frozen screen. The ventilator was not on a patient at the time of the event.